Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. An assessment was performed which found that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device bearings were damaged, the ball bearings fell apart, was missing balls, the cage did not exist, the extension sleeve was damaged and the cutter could not be inserted. It was noted in the service order that the device that the bearings were failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.